Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/patient contacted lifescan, alleging that a one touch ultramini meter has an "error 5" issue. The patient manages his diabetes with self-adjusted insulin (unspecified type). The patient indicated that the alleged meter issue started three days prior, at 6:00 pm. At the same time, he alleged meter issue began, the patient reportedly administered self-care by consuming less food/drinks. About two and a half days after the "error 5" issue began, the patient claimed that he developed symptoms of blurred vision and an unspecified issue with urinating. It would have been helpful to know the following information: the patient's testing frequency, his medication and diabetes management regimens, what actions the patient took before and after the symptoms started, and what his last blood glucose reading was before the reported issue began. In addition, it would have been helpful to know what date/time the last result was obtained, if the patient attributed his symptoms to high or low blood glucose, and if he developed frequent urination during the time of concern. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms that can be associated with a serious injury after the alleged meter issue began.